Event description:
It was reported that the customer was receiving unexpected restart alarms on the insulin pump. The customer stated that he would receive a low battery, change the battery, receive the unexpected alarm and the insulin pump would make the customer reset the date and time. The customer's blood glucose was unknown. Troubleshooting was done. Upon checking the alarm history of the insulin pump, the customer stated that he had also received the external ram crc error alarm. Advised that the customer's insulin pump needed to be replaced. Advised customer to monitor the inulin pump and that he could wear the insulin pump until the replacement insulin pump arrived. Advised that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronic assembly. The insulin pump alarm history could not be reviewed due to blank display. The insulin pump was received with severely scratched display window, cracked reservoir tube lip, cracked reservoir tube and scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.